Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No an error in the motor was detected by reading unexpected value from hall sensor error alarm noted. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump got pump error. The customer¿s blood glucose level was 206mg/dl. Customer was not able to rewind pump. Troubleshooting was performed. The product will be returned for the analysis.